Event description:
It was reported that the patient experienced "an overstimulation sensation". The patient stated that he felt "an electrocution in his stomach and legs". It was noted that the physician told the patient that "the leads were one level off". The patient's leads and internal neurostimulator (ins) were explanted. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had not been seen by the doctor since (B)(6) 2012. The patient's device had been explanted in may and a pain pump had been placed. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3777-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3777-45, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).